Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an occlusion. The blood glucose at the time of the incident was 440 mg/dl. The customer states they treated for the high blood glucose using a manual injection. He states the no delivery alarm has been going off constantly. Troubleshooting was able to prime the pump without a no delivery alarm. However the customer notes the alarm continued after changing everything. The device will not be returned for analysis.